Event description:
Patient with arthritis was implanted with trochanteric fixation nail and revised 3 weeks post operative to a total hip. Reportedly the devices were intact and patient was healing; due to arthritis a total hip was determined the preferred option for patient mobility. This is the third of three reports for this event.

Manufacturer narrative:
Device was used for treatment. Event was reported to the complaint handling unit on (B)(4) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.